Manufacturer narrative:
Multiple attempts have been made to try to obtain further information about this case but no response received from the customer. This file is closed and can be reopened if new information becomes available.

Event description:
Philips received a complaint by the customer on the v60 indicating that the display was dark. It was reported there was no patient involvement at the time the issue was discovered. It was reported that the display was dark. The customer also stated that the display was unable to be adjusted. The customer ordered a replacement monitor and received a 2nd generation monitor but requires the part numbers to upgrade the device in order to work with the 2nd generation monitor. The remote service engineer (rse) provided the customer with the part number with the parts to upgrade the 2nd generation display. The customer ordered and received all the parts to upgrade to a 2nd generation display. The customer then requested assistance with the installation of the parts and the rse provided the customer with the instruction manual to install the parts. Investigation is ongoing.